Event description:
It was reported that the pt was switched on (B)(6) 2011, with good hearing results. On (B)(6) 2012, the pt returned to the clinic due to problems with the sound. The ground path impedance varied between about 1 and 10 kohm. During testing in situ, on putting pressure on the implant, there was a change in impedance on all electrode channels and on the ground path impedance. During another appointment on (B)(6) 2012, the surgeon applied some saline over the implant, and the impedances were immediately ok, but after 5 hours the problem returned. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.